Manufacturer narrative:
Based on the information provided, the cause of the intra-operative complication cannot be determined. The customer reported that the sureform 60 stapler instrument and blue sureform 60 reload used during this event were either lost or discarded and therefore cannot be returned for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer (fae) reviewed the stapler logs for this procedure. Per the fae, the logs show that sureform 60 stapler instrument (part #480460-09; lot #l93220201-0023) was installed 3 times and fired 3 reloads (all blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted re-do gastric sleeve with hiatal hernia repair procedure, stomach tissue was pushed and not cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, an incomplete staple line was created and gastric tissue was torn. The surgeon repaired the affected tissue with sutures and placement of a serosal patch.

Event description:
It was reported that during a da vinci-assisted re-do gastric sleeve with hiatal hernia repair procedure, the target stomach tissue was pushed and not cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, an incomplete staple line was created. The procedure was completed robotically. The surgeon reported that he was using the sureform 60 stapler instrument to divide the stomach with a blue stapler reload. The stomach tissue was reportedly pushed to the length of the stapler jaws without pausing. This caused a tear in the gastric wall and the staples were not applied to tissue. The surgeon said there was no bleeding involved in this event. There were no clips present during this fire, but there was an old staple line from the patient¿s previous gastric sleeve procedure. The surgeon repaired the ¿gastric tear by suturing and reinforcing the repair with a serosal patch using the small bowel to prevent stricture in the patient¿s existing gastric sleeve.¿ the surgeon reported that the patient¿s initial recovery was uneventful and he believes the patient advanced their diet too quickly which lead to a small bowel obstruction requiring re-operation. The surgeon is unsure if the bowel position created from the serosal patch contributed to the small obstruction. The surgeon added: ¿patient was tolerating liquids well but ate some solids before she was scheduled to progress her diet. I found a large amount of vegetable material in the lumen of the bowel in the area of the serosal repair. I believe that if she had progressed her diet appropriately, the obstruction may not have happened.¿ after this re-operation, the patient experienced a staple line leak at the small bowel enterotomy that was used to decompress the obstruction. The surgeon said this event led to peritonitis and re-exploration to repair the leak. The reported leak originated from a staple line placed by a 3rd party ethicon stapler instrument. The leak was on the small bowel anastomosis that was performed during the second operation to resolve the bowel obstruction. The surgeon said this staple line was applied laparoscopically during a procedure after the da vinci procedure. The surgeon said the staple line leaked due to severe post-operative ileus. The patient was reportedly still hospitalized on post-operative day 36 recovering from the effects of peritonitis and abdominal abscesses. The surgeon said the patient may experience recurrent small bowel obstructions and nutritional issues due to these events. When asked what the surgeon believes caused this event, the following answer was provided: ¿I¿m under the understanding that the stapler should stop cutting and stapling if resistance is encountered. This did not happen. The stapler tore the gastric wall as it dragged the tissue in its jaws for the entire 60 mm of its firing range. The lack of stapling was secondary to there being no tissue to staple as it was being torn by the blade.¿ the surgeon said there are no images or videos available of this event.